Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 52 mg/dl. The customer also stated that the insulin pump had a blank display. The customer was assisted with troubleshooting and noticed that they replaced the battery but insulin pump will not turn back on. The insulin pump will not be returned for analysis.